Manufacturer narrative:
Corrected data. D1 brand name updated/corrected. Investigation summary. Anemia/thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Placement signal issue: no logs are available. The cause of the placement signal issue cannot be determined since no logs are available and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
69-year-old female with a history of hypertension, hyperlipidemia, type 2 diabetes mellitus, and end-stage renal disease on hemodialysis. Underwent left heart catheterization as part of renal transplant evaluation and was found to have multivessel coronary artery disease. She was referred to cardiac surgery for coronary artery bypass grafting (CABG) and mitral valve replacement (mvr). On post-operative day (pod) 3 after CABG/mvr, the patient developed right ventricular (rv) shock and was taken to the cardiac catheterization laboratory. She underwent successful impella rp flex implantation for right-sided mechanical circulatory support. Due to thrombocytopenia, systemic anticoagulation was not initiated. Post-implant, she remained on intravenous inotropes and vasopressors, and continuous renal replacement therapy (crrt) was started. The impella rp placement sensor was nonfunctional; the clinical team was instructed to trend motor current for pump assessment and to clinically monitor using approved diagnostic modalities. During impella support, the patient received 2 units of platelets and 1 unit of packed red blood cells for ongoing thrombocytopenia and anemia. She remained off systemic anticoagulation, with sodium bicarbonate used in the purge. On day 8 of impella rp flex support (with ongoing crrt), the patient was hemodynamically labile and experienced one suction event, which resolved with albumin administration. She remained thrombocytopenic; hit (heparin-induced thrombocytopenia) testing was negative. She developed leukocytosis while on crrt. The impella rp flex was successfully weaned and explanted after 14 days of support. The impella rp flex will be coded for placement signal malfunction, and conservatively coded for anemia and thrombocytopenia; however, the thrombocytopenia was present prior to impella rp flex implantation and the blood transfusions were unlikely to be related to the device but rather due to the patient's underlying critical clinical condition.